Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. The device performed normally and passed electrical and mechanical testing. Please see description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this pacemaker and competitors leads experienced a syncopal event, due to greater than two seconds of asystole. The patient was hospitalized and syncope occurred again due to loss of capture on the right ventricular (rv) lead. The device was reprogrammed with a fixed output to ensure capture in the rv. It was also reported that the competitors right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements, result in the lead safety switch (lss) being triggered. Inappropriate atrial tachy response (atr) episodes were stored due to noise from the unipolar sensing configuration of the ra lead. In the hospital, troubleshooting was performed with patient movements and manipulation of the device, but no noise or oversensing could be produced. X-rays from 2019 and current showed possible device movement in the pocket, but this was not confirmed by the physician. As the true cause of the loss of capture could not be determined, the physician elected to replace the system. The rv lead was surgically abandoned and this pacemaker was explanted. A competitors device and lead were implanted and the explanted device was to be returned for laboratory analysis. It was reported that during the revision procedure, intermittent noise was produced while touching the suture sleeve and pocket, indicating there likely was an impairment of the rv lead. No additional adverse patient effects were reported.